Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion breakage') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic"), abdominal pain ("abdominal"), allergy to metals ("nickel - diag. Post-essure"), psychological trauma ("psych injury"), urinary tract disorder ("claiming bladder/urinary problems: urinary probs. ,uti") and urinary tract infection ("claiming bladder/urinary problems: urinary probs. ,uti"). At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain, allergy to metals, psychological trauma, urinary tract disorder and urinary tract infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, device breakage, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pain, nickel allergy, nickel allergy, psych injury and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: case become incident. Event injury was replaced with new event pelvic, abdominal, genital abnormal bleeding, nickel - diag. Post-essure, breakage, psych injury, urinary probs and uti added. Date of birth updated and new reporter added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion breakage') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test." On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic"), abdominal pain ("abdominal"), allergy to metals ("nickel - diag. Post-essure/nickel allergy"), psychological trauma ("psych injury"), urinary tract disorder ("claiming bladder/urinary problems: urinary probs."), urinary tract infection ("claiming bladder/urinary problems: urinary probs. ,uti"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches,") and visual impairment ("vision problems") and was found to have neoplasm ("tumors,") and weight increased ("weight gain"). At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain, allergy to metals, psychological trauma, urinary tract disorder, urinary tract infection, back pain, dysmenorrhoea, bladder disorder, gastrointestinal disorder, alopecia, headache, neoplasm, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, neoplasm, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain, nickel allergy, nickel allergy, psych injury and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events added: back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bladder problems, gi conditions, headaches, tumors, vision problems, weight gain, patient did not undergo essure confirmation test. Reporter information were updated. Fu 4 and fu 5 processed together. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion breakage'), genital haemorrhage ('gen. Abnormal. Bleed') and renal cancer ('tumor / teratoma / cancer type: kidney') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device difficult to use "complication of essure insertion-difficulty implanting the essure coil in the right tube." The patient's medical history included knee replacement, hip replacement and shoulder replacement. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient was found to have renal cancer (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic / the right pelvic side"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal"), allergy to metals ("nickel - diag. Post-essure/nickel allergy"), psychological trauma ("psych injury"), urinary tract disorder ("claiming bladder/urinary problems: urinary probs."), urinary tract infection ("claiming bladder/urinary problems: urinary probs. ,uti"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches,") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, renal cancer, pelvic pain, abdominal pain, allergy to metals, psychological trauma, urinary tract disorder, urinary tract infection, back pain, dysmenorrhoea, bladder disorder, gastrointestinal disorder, alopecia, headache, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, pelvic pain, psychological trauma, renal cancer, urinary tract disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain, nickel allergy, nickel allergy, psych injury and bladder/urinary problem. Discrepancy noted in date(s) of insertion : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs and mr received : event tumor replaced by kidney cancer. Event complication of essure insertion-difficulty implanting the essure coil in the right tube added. Aka name added, reporter added, events onset date, medical history and lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion breakage') and embedded device ('the end of the essure is embedded in the cornua which is a portion of the myometrium') in an adult female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complication of essure insertion-difficulty implanting the essure coil in the right tube.". The patient's medical history included knee replacement, hip replacement, shoulder replacement, back surgery and sacroiliitis. Concurrent conditions included diabetes, polyuria, polydipsia, blurry vision, cramp of limb, acute renal failure, neuropathy peripheral, stress incontinence, female, esophageal reflux, vasomotor rhinitis, lumbar spondylosis, morbid obesity, restless leg syndrome, respiratory infection, pain in hip, myofascial pain syndrome, pulmonary embolism, bronchitis and uti. Concomitant products included carvedilol and insulin detemir (levemir). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient was found to have renal cancer ("tumor / teratoma / cancer type: kidney"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic / the right pelvic side"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal"), allergy to metals ("nickel - diag. Post-essure/nickel allergy"), psychological trauma ("psych injury"), urinary tract disorder ("claiming bladder/urinary problems: urinary probs."), urinary tract infection ("claiming bladder/urinary problems: urinary probs. ,uti"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches,") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, embedded device, genital haemorrhage, renal cancer, pelvic pain, abdominal pain, allergy to metals, psychological trauma, urinary tract disorder, urinary tract infection, back pain, dysmenorrhoea, bladder disorder, gastrointestinal disorder, alopecia, headache, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, embedded device, gastrointestinal disorder, genital haemorrhage, headache, pelvic pain, psychological trauma, renal cancer, urinary tract disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain, nickel allergy, nickel allergy, psych injury and bladder/urinary problem. Discrepancy noted in date(s) of insertion : (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2020: medical record received. Event per mr: end of the essure is embedded in the cornua which is a portion of the myometrium. Events of genital haemorrhage and kidney cancer downgraded to non-serious. Event of patient did not undergo essure confirmation test deleted. Medical history, lot number, concurrent condition and laboratory data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion breakage') and embedded device ('the end of the essure is embedded in the cornua which is a portion of the myometrium') in an adult female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complication of essure insertion-difficulty implanting the essure coil in the right tube.". The patient's medical history included knee replacement, hip replacement, shoulder replacement, back surgery and sacroiliitis. Concurrent conditions included diabetes, polyuria, polydipsia, blurry vision, cramp of limb, acute renal failure, neuropathy peripheral, stress incontinence, female, esophageal reflux, vasomotor rhinitis, lumbar spondylosis, morbid obesity, restless leg syndrome, respiratory infection, pain in hip, myofascial pain syndrome, pulmonary embolism, bronchitis and uti. Concomitant products included carvedilol and insulin detemir (levemir). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient was found to have renal cancer ("tumor / teratoma / cancer type: kidney"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic / the right pelvic side"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal"), allergy to metals ("nickel - diag. Post-essure/nickel allergy"), psychological trauma ("psych injury"), urinary tract disorder ("claiming bladder/urinary problems: urinary probs."), urinary tract infection ("claiming bladder/urinary problems: urinary probs. ,uti"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches,") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, embedded device, genital haemorrhage, renal cancer, pelvic pain, abdominal pain, allergy to metals, psychological trauma, urinary tract disorder, urinary tract infection, back pain, dysmenorrhoea, bladder disorder, gastrointestinal disorder, alopecia, headache, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, embedded device, gastrointestinal disorder, genital haemorrhage, headache, pelvic pain, psychological trauma, renal cancer, urinary tract disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain, nickel allergy, nickel allergy, psych injury and bladder/urinary problem. Discrepancy noted in date(s) of insertion : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.